Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of abdominal pain. There is no documentation that supports a causal relationship. The patient¿s abdominal pain may have been related to concomitant constipation and possibly pd catheter exit site inflammation. Additionally, while there is an allegation the liberty select cycler was not draining the patient adequately and caused an increased intra-peritoneal volume (iipv) event there is no documentation that indicates the liberty cycler malfunctioned. The patient¿s s slow drains may have been related to constipation, as reported by the peritoneal dialysis (pd) nurse. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported abdominal pain remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) was experiencing abdominal pain and reported blood oozing onto gauze from the pd catheter. The patient was having drain issues with the liberty select cycler. Treatment data for was reviewed and indicated that the liberty select cycler was performing as expected having satisfied both the 70% drain exit criteria and the 150% overfill check. Additionally, no drain volume exceeded the 180% drain criteria. However, the liberty select cycler was processed for replacement. During follow-up, the patient¿s peritoneal dialysis (pd) nurse reported the patient was seen in the outpatient pd clinic. During the visit it was observed the patient¿s pd catheter exit site was inflamed and the patient was started on the antibiotic keflex (unknown dose, route, frequency and duration). Additionally, a pd effluent culture was obtained; which revealed no organism growth. Furthermore, the pd nurse indicated the patient¿s slow drains may have been related to constipation as the patient had not had a bowel movement for a few days coincident with use of anti-diarrheal imodium. Subsequently, the patient decided to take a break from ccpd treatment for a few days due to potential overfill and reverted to manual pd therapy for a few days. No further adverse events were reported.

Manufacturer narrative:
Correction: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.